Manufacturer narrative:
B5 - the reporter indicated that the surgeon implanted a 13.2mm vicm513.2 implantable collamer lens of -9.0 diopter into the patient's right eye (od) on (B)(6) 2024. The lens tore during injection/delivery into the eye. Intraoperatively the lens was removed. A replacement lens implant has been cancelled. Claim#: (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a replacement 13.2mm vticm513.2 implantable collamer lens of -9.0 diopter tore during/broke during injection/delivery into the patient's right eye (od).

Manufacturer narrative:
Additional information: b5: the lens was intraoperatively implanted and removed on (B)(6) 2024. Scheduled secondary procedure has been cancelled. Claim# (B)(4).